Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with complaints of generalized weakness and loose dark stool. Anticoagulants at the time of event were aspirin and warfarin. The patient was admitted with concerns for gastrointestinal bleeding. Hemoglobin and hematocrit (h/h) continued to drop overnight between (B)(6) 2017 and (B)(6) 2017. The patient was transfused with 1 unit of packed red blood cells. Site of bleeding was reported to be gastrointestinal with no arteriovenous malformation (avm) found. Bleeding was resolved on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively established through this investigation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.